Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings: a review of the pump black box data revealed that all loss of prime warnings were associated with cartridge changes. A loss of prime was not duplicated during testing. The force sensor calibration reading was low and not within specifications. The pump case was removed, and no defect was found to the force sensor circuit. The force sensor resistance reading was within specifications.